Manufacturer narrative:
It was reported to abbott that the patient had a system explant due to lead migration. Patient reported they were getting ineffective therapy. Patient denied any injury or falls or trauma. The drg system was explanted (B)(6) 2020 and a staged scs trial was started. The patient was programmed post op with good coverage. All information pertaining to this event has been reviewed and no further action is required at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-32794. It was reported that the patient was not receiving effective therapy from their system. It was confirmed that the implanted leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced with scs trial leads. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Evaluation codes - corrected results and conclusion codes to match pi main analysis.